Event description:
It was reported that the ilet displayed a dosing stopped message after the user did not receive sensor readings for several days and continued in bg run mode until that mode expired, leading to cessation of insulin delivery and subsequent hyperglycemia; the user reported a blood glucose peak of 245 mg/dl. The user performed a steel infusion set change and replaced a dexcom g7 sensor, which initially failed to pair but later connected, after which glucose trended down to 162 mg/dl. Symptoms included hyperglycemia with no additional clinical symptoms reported. Outcomes included transient hyperglycemia that resolved after sensor reconnection and restoration of automated dosing. Customer care provided education on bg run mode, troubleshooting of the dexcom g7 pairing, and transfer to the sensor manufacturer¿s technical support for further troubleshooting. Investigation of this case revealed that insulin delivery stopped due to bg run mode expiration when continuous glucose monitor (cgm) data were unavailable, with initial cgm pairing failure contributing to loss of automated dosing until the dexcom g7 subsequently connected. It was concluded, based on previously established findings for similar reports, that the cause was user operation in bg run mode that expired combined with loss of cgm connectivity, resulting in dosing suspension until cgm pairing was restored.